Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results from the cobas c 503 analytical unit. Sample 1 initial result was 11.5 mg/dl, and the repeat result was 4.63 mg/dl. Sample 2 initial result was 15.4 mg/d,l and the repeat result was 2.40 mg/dl. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 823706. The expiration date was not provided. The fields service engineer adjusted the reaction wash cuvettes, decontaminated and adjusted the sample and reagent pipetting system, and repaired the syringes. The customer performed the qc testing and calibration, which were successful. A general lot-related issue can be excluded, since calibration and qc data are acceptable. The investigation was unable to determine a specific root cause. The event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.